Event description:
During a product qualification at a user facility, prior to clinical implementation, unexpected results were obtained. Using purposely-contaminated samples as a positive control, the instrument initially correctly determined that the sample was contaminated, but on subsequent determinations, did not indicate such pouches to be contaminated. A second instrument was tested, and consistently gave the expected determination indication contamination.